Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sometimes the reservoirs are hard to fill and then insulin doesn't go through the tubing. Customer stated that she usually has 2 or 3 reservoirs from every box that don't work and issue has been occurring for about 4 years. Blood glucose value is unknown. The customer was advised to call to troubleshoot when experiencing the problem. The reservoirs would be replaced and returned for analysis.